Event description:
It was reported that the insulin pump alarmed failed battery test and had blank screen. Customer reported blood glucosed had been running high for the last two days. Troubleshooting was done for blank display. Customer's blood glucose was 358 mg/dl. During the troubleshooting the display returned. The customer was advised to monitor the insulin pump and was advised that battery cap would be replaced. Customer declined to continue to do troubleshooting. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.